Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a slight separation between the cap and the housing components at the first clearlink was observed. Pressure test and clear passage under water were performed, and a leak at the y-site at the first clearlink was observed. Priming using a bag of sterile water was performed, and a leak at the y-site at the first clearlink was observed. An autopsy of the first clearlink was performed, and a recessed gland was observed. The reported condition was verified. The cause of the recessed gland was determined to be from an improper automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the first luer lock site. This occurred while priming the tubing with saline prior to patient use. Another tubing was used to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.